Event description:
It was reported that the console had an articulating arm issue, and the beam is only visible in certain angles. There was no patient involvement. Additional information received indicated that the arm was misaligned.